Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was frozen at a blue screen. A field service engineer reinstalled the application manually because the remote support service (rss) agent had not been installed physically. The fse completed the reinstallation successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was frozen and got stuck at blue screen with carefusion words. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.